Manufacturer narrative:
Physio-control product analysis center (pac) evaluated the customer's device and was unable to duplicate the reported issue. The electronic data was downloaded and reviewed. No unexpected power off was observed. It was observed that it was normal for the device to power off after 2 button test. No evidence of device malfunction was observed or seen in logs.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during use. There was no patient use associated with the reported event.

Event description:
A customer contacted physio-control to report that their device powered off unexpectedly during use. There was no patient use associated with the reported event.